Manufacturer narrative:
The root cause of the event was found to be consistent with pre-analytical sample handling issues.

Manufacturer narrative:
The reagent lot number is 65383601 and the expiration date is 31-oct-2023. The field service engineer (fse) cleaned the sample probe and the rinse station. The investigation is ongoing.

Event description:
There was an allegation of questionable tp2 total protein gen.2 results for 1 patient sample on a cobas pro c 503 analytical unit. The initial result was 2.20 g/l. The repeat result was 70.3 g/l. No questionable results were reported outside of the laboratory.